Event description:
It was reported that the outer package appeared distressed and not visibly damaged. There were rattling fragments coming from inside the sealed box due to damaged inner packaging. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.